Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. The customer's blood glucose level was 310 mg/dl. Reportedly, the customer changed the cartridge, delivered a bolus, and resumed insulin delivery.